Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The full lead was returned, analyzed and the inner insulation of the lead developed a breach due to mio (metal ion oxidation) while in vivo. It was noted that the outer insulation of the lead developed a breach due to mio (metal ion oxidation) while in vivo. Concomitant medical products: addr01, ipg, implanted: (B)(6) 2008.(B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead was explanted and replaced due to low impedance and high thresholds. It was also reported that the patient's right atrial (ra) lead was explanted and replaced due to high thresholds. No patient complications have been reported as a result of this event.